Manufacturer narrative:
(B)(4). Device intb100 has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a pancreas procedure, the surgeon attempted to fire the device, however, the device did not fire at all. The blue lights illuminated prior to fire. The device was removed from the patient and a test fire was attempted on the instrument table. The device did not fire again. A single use handle was opened to complete the case. There was no reinforcement material use in conjunction. Operating time not extended. Nothing fell into the cavity. There was no bleeding. There was no unanticipated tissue loss or damage.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one idrive battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The battery was inspected under the microscope and no residue or substrate was found on the leads. No damage was noted to the battery. The subject battery was loaded into a pmv representative idrive ultra. Two solid blue lights were displayed. An eeporm was taken and displayed the code err_battery_remaining_cap indicating that the battery's capacity was below the minimum threshold required for firing. The battery was seated on a pmv charger and displayed a blinking yellow light before turning to a solid green light. After recharging the battery, no further abnormalities were noted. The returned products as received were found to meet quality release specifications after application in a clinical setting. However, the reported condition was confirmed. The extreme battery depletion can occur when an external load is applied to the battery for an extended period of time. This may occur if a battery is left in a handle instead of being stored on the charger. If the battery is depleted enough, the handle will become inoperable and solid blue lights may display. The event did not meet the regulatory reporting criteria. The file will be closed as a misuse by the user. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.